Manufacturer narrative:
The initial failure description was that the rotaflow "battery shutdown" during patient transport. The device was directly involved in the event and the failure could be confirmed. A getinge service technician was onsite to repair the affected rotaflow on 2020-12-18. The 70101.7188 battery pack with fuse has been replaced. The last service and battery replacement of the rotaflow has been in 2017. The most probable root cause could be determined as: the lifetime of the battery was due. The last replacement of the battery has been in 2017. According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4. Battery operation): check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The product in question was produced in 2012-07-11. The review of the non-conformities during the period of 2012-07-11 to 2020-12-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the battery of the rotaflow has a complete fail on a patient transport. The pump stopped for 1 minute until the rotaflow was connected to a power outlet. The battery has not been replaced since 2017. Complaint ID: (B)(4).